Manufacturer narrative:
Manufacturer's investigation conclusion a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. The heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including respiratory failure, renal failure, infection (local, driveline, pump pocket), and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The relevant sections of the device history records for the (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient had rising creatine and decreased urine output as a result of renal dysfunction, which did not exist prior to left ventricular assist device (lvad) implant. The patient was started on dialysis after medical management of the renal dysfunction failed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to respiratory failure. It was reported that death was due to multiple co-morbidities including dysphagia, malnutrition, and end-stage renal disease; chronic infection; and failure to thrive. The sources of infection were the patient's sternal incision, driveline, and hemodialysis catheter. The patient had elevated white blood cells count on admission. The driveline cultures were positive for methicillin-resistant staphylococcus aureus (mrsa) and group a strep pyogenes. The sternal wound culture was positive for group b streptococcus. The patient's dialysis catheter tip cultures were positive for e. Coli as well as mrsa. Care was escalated, and the patient was continued with vancomycin and ertapenem for the driveline infection. They were coded/intubated, and ultimately, the family decided to stop treatment. An autopsy was not done.